Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The supplies were changed multiple times and occlusion alarms reoccurred. Customer's blood glucose ranged from 400-450 mg/dl. Additionally, it was reported that no insulin exited the tubing during fill tubing. Reportedly, customer reverted to manual injections.